Event description:
The distributor reported that the up and ok buttons were intermittently sticking.

Manufacturer narrative:
(B)(6). The device has been returned to animas. During evaluation, the buttons intermittently activated pump functions when pressed. Contamination was found under the contacts of all buttons.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.